Event description:
It was reported prior to use of bd vacutainer® k2e 7.2mg plus blood collection tubes, 4 tubes contained abnormal additive (large white dots). There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® k2e 7.2mg plus blood collection tubes, 4 tubes contained abnormal additive (large white dots). There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 01-may-2025. Investigation summary: bd received one photograph and four returned samples for investigation. Evaluation of the photograph and the returned samples indicated yellowish edta clumps in the tube. Due to the size of the deposit, the additive has yellowed slightly upon irradiation. This is recognized as an aesthetic defect with no impact on the efficiency of the tube. A total of 100 retained samples were visually inspected, and edta clumps were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: additive abnormality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.